Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient with an aneurx stent graft had has an aneurysm in the left common internal iliac artery, with poor right femoral access. The patient was treated with another manufacturer¿s bifurcated iliac endoprosthesis. The physician determined that the aneurysm was an isolated iliac aneurysm that would have formed whether the patient had a prior endovascular aortic repair or not. No additional clinical sequelae were reported.